Manufacturer narrative:
Results: the customer issued a complaint for a plunger was pulled out of the syringe detected by end user. Neither sample nor photo were provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Based on the IFU what was provided to our customer is detailed enough to avoid mishandling due to removal pre-filled syringe from blister. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Based on the IFU what was provided to our customer is detailed enough to avoid mishandling due to removal pre-filled syringe from blister. The complaint is unconfirmed.

Event description:
It was reported by a consumer that upon opening a package containing a cosentyx pre-filled bd ultrasafe passive¿ x-series needle guard syringe, the device was found with the plunger pulled out with the medication leaking inside the package. There was no report of injury or medical intervention.